Manufacturer narrative:
(B)(4).

Event description:
It was reported that a cannula not being attached to the sensor upon removal occurred. No product was provided for evaluation. It was unclear which part of the product the patient was referring to. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.